Event description:
Custom ulnar stem broke about midway through the stem. Device implanted (B)(6) 2012. Revision surgery required.

Manufacturer narrative:
Device is a custom component. This is the initial report submitted regarding this surgical event and medical device.